Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end plastic cover and the distal sheath adhesive of the videoscope was detached. Based on the results of the investigation, the probable root cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the distal end plastic cover and the distal sheath adhesive of the videoscope was detached. There were no reports of patient involvement.